Manufacturer narrative:
(B)(4). Approximate age of device- 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the hospital with a gastrointestinal bleeding (gi). Anticoagulant at the time of event was heparin. The patient had a negative fecal occult blood test (fobt). The patient presented with mild abdominal pain and anemia with hemoglobin of 7.4 g/dl and was transfused with 1 unit of packed red blood cells (prbc). No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be conclusively established through this investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.